Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging he obtained erratic results when testing with his onetouch verio iq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that on (B)(6) 2014 at 06:30 pm, he obtained inaccurate readings of ¿141mg/dl¿, ¿210mg/dl¿ and ¿375mg/dl¿ when testing his blood glucose using the subject meter. The tests were reportedly performed within 20 minutes of each other. The patient detailed that his diabetes is usually managed by self-adjusting his insulin doses and denied taking any action regarding his usual diabetes management regimen in response to the allegedly inaccurate results. The patient reported that 15 to 20 minutes after the meter issue occurred he allegedly developed symptoms of ¿staggering¿ and ¿dizziness¿, however denied receiving any treatment. The cca noted that at the time of the inaccuracy an approved sample site had been used and that the meter was set to the correct units of measure. The cca walked the patient through a control solution test and the result was not in range. Replacement products were sent to the patient. Based on the information provided, there is no indication the product issue caused and/or contributed to an adverse event. The patient¿s reported symptoms of ¿staggering¿ and ¿dizziness¿ do not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. This complaint is being reported because based on statistical methodology, the calculated difference of the reported glucose results exceeds lfs¿s criteria for precision and the alleged product issue was not resolved during troubleshooting.